Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the procedure, the angio-seal anchor was pushed out of the sheath, however, it was not placed and came back into the sheath. Deformation of the anchor was observed. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 10 mm. There was no health damage to the patient. There were no other devices or equipment being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical data, possible causes may include: subcutaneous deployment, larger puncture sizes than indicated, or an obstruction of the tip of the device. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.